Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A revision surgery was performed, in which a new reservoir was implanted. The patient was noted to not have experienced any further complications. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.